Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 283 mg/dl. Ten minutes later, the customer's blood glucose was 290 mg/dl. The customer stated that she went to the hospital due to her readings. The customer stated that none of the buttons work when pressed. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector also, unable to perform functional test due to unresponsive buttons. The insulin pump had crack case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.